Manufacturer narrative:
Concomitant medical product: ddbb1d1 st jude ICD implanted: (B)(6) 2015.

Event description:
It was reported that there was a lead warning due to high impedance on the right atrial (ra) lead, and reprogramming was performed. Follow-up with the clinic revealed that there is no ra lead currently registered to this patient, however the lead might be some older, capped lead. No additional information was available, and status of the lead was not determined. No patient complications have been reported as a result of this event.